Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was in the hospital for a week and they were not sure if it was related to the device. Patient had liver failure that started with a bladder infection. It was noted patient was bleeding internally and was retaining fluid and was in the intensive care unit. It was mentioned patient still had some sort of bladder infection, patient's bilirubin was jaundice and numbers were off the charts and their brain was swelling. It started on (B)(6) 2018 when driving from (B)(6). The next day they went to urgent care and was told they had a bladder infection and was put on antibiotics and then was in the emergency room. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.